Event description:
It was further reported that there was high impedance on both defibrillation coils, with possible fracture noted. The svc coil was to have been programmed off, and shortly thereafter the lead was partially explanted and replaced.

Event description:
It was reported that there was an audible alert and lead warning for high svc (superior vena cava) defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429678 lead, implanted: (B)(6) 2012; a 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; proximal segment returned and analyzed.